Event description:
The customer reported that the unit unexpectedly shutdown. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit unexpectedly shutdown. There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. The field service engineer replaced the batteries which resolved the failure. The device passed all performance verification testing.